Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metallosis.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, it was further reported that a revision procedure is recommended allegedly due to elevated metal ion levels. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-05045, -07722, -07799, & -07801).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metallosis and elevated metal ion levels. Review of invoice history indicates the patient underwent an initial total hip arthroplasty on (B)(6) 2000, which was revised (B)(6) 2014 and an initial total hip arthroplasty on the opposite hip on (B)(6) 2002. There has been no reported revision procedure for the 2002 arthroplasty.